Manufacturer narrative:
Please note that this device was used in an off-label manner as it was implanted for ocd. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information clarified that the quick depletion was determined not to be a device related issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study via a rep indicated the patient's ins was at end of service (eos). They were told it would last 2-4 additional weeks, however after this occurred the ins read eos in less than 48 hours. The patient's device was replaced with a rechargeable ins 2 days after eos. They experienced a significant increase in anxiety during the 48 hour period that the device was off, along with restlessness, trouble sleeping and decreased appetite, but otherwise did not suffer a relapse of ocd. Once the stimulation was turned on the symptoms resolved. The patient reported feeling more alert, calm, and happy after the surgery and was discharged the same day as the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for obsessive compulsive disorder. It was reported that the hcp was concerned about quick depletion and sensing was deactivated with the device a couple months ago. They said that they needed to get another battery for their patient as they went in for a follow up visit and received an eri warning message during interrogation. The doctor didn¿t make any adjustments to their stimulation settings and they were no longer doing any device recording as sensing had been disables on their device. Therefore, the only drain on the device was right now from their stimulation, but they needed to know how much longer it would last since the would likely have to be withdrawn from the study completely once they undergo battery replacement. There current settings: battery life: 2.58v current settings: left: c+ 1-, 6.0v, 120 ¿sec, 150hz therapy impedance = 869 ohms; therapy = 6.81ma right: c+ 10-, 5.5v, 120 ¿sec, 150hz therapy impedance = 925 ohms; therapy = 5.85ma patient services spoke with the rep and said that they would need additional details to perform longevity calculations. They did say that given the current information it is expected the ins longevity would be even less. There were no further complications reported.